Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
Customer reported issue: 20ml syringes had leaked around the plunger. No patient involved.

Manufacturer narrative:
Two of the unpacked syringe samples were identified with multiple horizontal scratches on the outside diameter of the syringe barrel near the 15ml mark and a slight pinch mark near the 10ml mark on both of the syringe samples. They failed the leak testing, with water leaking past the rubber tip when the water was being expelled. All forty of the packaged syringe samples did not exhibit leaking therefore cannot be confirmed upon the inspection of the sample received with this customer complaint. They all passed the leak testing. Determination of the potential root cause of ¿rubber tip syringe leakage¿, outside diameter scratches and dented syringe barrel is hypothetical in nature due to the syringe being unpackaged and in use by customer equipment with containing unidentified liquid for prefilling. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. Following the review of the device history record (DHR) and product trending results, the investigation concluded that the production of both lot 629827x and 632424x and its product was found to be compliant with all manufacturing and quality regulations and requirements. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.